Manufacturer narrative:
H3): the device was discarded, thus no investigation could be completed. H6): great vessel and cardiac perforations are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to non function. A left ventricular (lv) lead was present in the patient as well, but was not initially targeted for extraction. A spectranetics lld ez lead locking device (lld ez) was inserted into the rv lead, and an lld e was inserted into the ra lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath on the rv lead, the lead was removed; however, shortly afterward, the patient''s blood pressure began to drop. Rescue efforts began, including rescue balloon and chest compressions. Although no transesophageal echocardiography (tee) was in use, the physician suspected an effusion; therefore, a pericardiocentesis was performed, and approximately 500 cc blood was removed. After 20 minutes, the rescue balloon was deflated, and the patient''s blood pressure returned to original numbers. Patient was placed on bypass and a sternotomy was performed. A large blood clot was removed, and two small perforations (superior vena cava (svc) and near the ra) were discovered and repaired. From the left sided access at the pocket, a spectranetics 11f tightrail rotating dilator sheath was used to remove the ra lead. Using simple traction, the lv lead was removed as well, so that placement of a new system could all be on one side. The patient survived the procedure. This event captures the 16f glidelight in use in the area when the perforations occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.